Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they were with the patient and an overdischarge was alleged. The rep stated they had run through 3 physician mode resets and had not been able to pull the battery out of overdischarge. The rep attempted to check the stimulator with the clinician programmer and it indicated that the ins was discharged but the ins would not charge normally. The rep indicated they did not think the patient had any other overdischarges. It was reviewed if the battery was discharged, it should charge normally without a reset. The rep started a 4th physician mode reset to attempt to charge the battery. The rep then tried to use the patient¿s ins recharger (insr) and it would not communicate. The rep used a different insr and it connected automatically. The rep reported the patient has been having recharging issues since december as previously reported and assumes the insr may have been the issue since then. A replacement insr antenna was sent. No further complications were reported/expected.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger (c0458718) found that there was a broken connector pin in the cable assembly.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins recharger (insr) was not taking a charge and the connector pin was loose. The consumer asked how to check the ins battery level and they were informed they could check by using the patient programmer (pp). A replacement desktop charger (dtc) was sent. The consumer called back on (B)(6) 2017 and reported that they received the replacement dtc but are not able to charge. It was reported the patient did not feel stimulation. It was reported the last time they were able to successfully charge was less than 30 days ago or so. The patient programmer (pp) showed poor communication. The consumer reported the patient has been having more pain. The patient was redirected to their healthcare professional (hcp) for possible overdischarge. No further complications were reported/expected.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.